Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an scd foot cuff. The customer states they had a patient who developed blisters where the strap comes around the ankle.